Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower not detected on bus. Customer stated that unit had been rebooted numerous times, which temporarily fixed the issue. However, as soon as a nurse attempted to sign out a medication, the process failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower intermittently showed not detected on bus. A field service engineer (fse) powered down the station and replaced the tower controller board. All latch micro switches were cleaned, and conductive grease and stabilant solution were applied to the latch harnesses. After powering the station back on, door communication was restored. The customer successfully tested door operation and recovery with normal functionality confirmed. The system functioned as intended after field service engineer repaired the device.